Event description:
It was reported that the syringe 1.0ml 31ga 8mm 10bag 500 wal experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown verbatim: issue: consumer left voicemail reporting one of the package syringe had blood in it. From phone call: spoke to the caller, she stated she was calling on behalf of her friend and she reported when she picked the last syringe from the bag and went to draw the medicine pull the plunger they saw blood floating in the barrel. Then he squirted out the medicine, sample available. He did not use that syringe and medicine. He uses the 1ml, 31g, 8mm needle. Incident date - (B)(6) 2019; occurred-once; item# lot# 9133861 6. He uses the new syringe each time of his injection and visually tests the needle to see if it is straight, that day she does not know if he saw anything before. Offered to send the replacement. Consumer will call back to provide her mailing address and pharmacy information.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9133861. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200825242] noted that did not pertain to the complaint.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm 10bag 500 wal experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: issue: consumer left voicemail reporting one of the package syringe had blood in it. From phone call: spoke to the caller, she stated she was calling on behalf of her friend and she reported when she picked the last syringe from the bag and went to draw the medicine pull the plunger they saw blood floating in the barrel. Then he squirted out the medicine, sample available. He did not use that syringe and medicine. He uses the 1ml, 31g, 8mm needle. Incident date- (B)(6) 2019 occurred-once item# lot# 9133861 6. He uses the new syringe each time of his injection and visually tests the needle to see if it is straight, that day she doesn't know if he saw anything before. Offered to send the replacement. Consumer will call back to provide her mailing address and pharmacy information.